Event description:
It was reported that one unit of pve35a outbox and tyvek has been punctured rendering the product unsterile and not able to be used in the procedure.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(6) . Date sent: 7/12/2022. D4: batch #u5e50j. Investigation summary: visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and the tyvek was returned along with the instrument. Upon visual inspection, the tyvek was noted to be ripped from outside to in. Due to the damages found on the tyvek, a possible cause for these conditions is due to improper handling during transit or storage. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.